Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter, with no other devices. There was blood and contrast in the unit. Microscopic and tactile inspection presented no irregularities to the hypotube and distal shaft. Microscopic inspection presented no irregularities or damage to the distal tip. The balloon was loosely folded. Microscopic inspection found a pinhole in the balloon 11mm from the tip, measuring less than 1mm in length. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).